Manufacturer narrative:
(B)(4).

Event description:
It was reported that the last time the pt had an MRI "she received a 'burn' around her pump". The type of medication, concentration, and daily dose being administered via the pump were not provided. Additional info has been requested, a f/u report will be sent if additional info becomes available.